Manufacturer narrative:
An olympus representative visited the site and was able to confirm the error message. The error was displayed multiple times when the camera was connected to the camera control unit. No error messages were displayed when other cameras were connected to the control unit. During device evaluation at olympus, it was found the complaint was confirmed. Evaluation found the cable was twisted, the cover packing had a damage, and the device was unable to read the unique device indicator label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 4k autoclavable camera head, during the pre-surgery equipment check, displayed an e224 error message when the camera was connected to camera control unit. The camera was being prepared for a therapeutic endoscopic sinus surgery procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there is a breakage at the video-jacket-electrical contact, resulting in poor contact between the camera head and the prossa, and the inability to communicate normally, resulting in a communication error e224. The cause of the breakage at the video-jacket-electrical contact could not be identified. Olympus will continue to monitor field performance for this device.